Manufacturer narrative:
(B)(6). (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient has deformation and pain in the leg. There was an absence of bone formation after two (2) months; the patient was partial weight-bearing of five kilograms at the time. A re-operation with a nail was performed. It was reported there was a two hour delay to the procedure but it is unknown if it was the initial procedure or the revision procedure; the reason for the delay is also unknown. This is report 8 of 9 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: one screw not received in the original not-sterile packaging: the screw is broken under the head. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The certificate of the raw material for the blanks was reviewed, no anomaly found, the material was conforming to specification. The returned part was re-inspected for all the features pertinent to the complaint condition. The screw is broken under the head and a portion of the thread is visually damaged post production. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. No manufacturing related issue was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: 4.5mm cortex screw (part 214.838, lot 9151089, quantity 1); 5.0mm locking screw (part 213.338, lot 9229396, quantity 1); 5.0mm locking screw (part 213.338, lot 2819535, quantity 2); 5.0mm locking screw (part 213.336, lot 2820200, quantity 2); 5.0mm locking screw (part 213.336, lot 1464402, quantity 1).

Manufacturer narrative:
Added product problem. Lot and UDI number; device available for evaluation? Manufacturing location: manufacturing location: (B)(4). Manufacturing date: november 23, 2011. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location; device code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was no prolongation in either procedure. The revision procedure took a total of two hours to complete. When the devices were received at the manufacturer, it was noted that two were broken and the rest were intact.